Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Bowel cancer, previous leak for hartmann¿s procedure what surgical procedure was performed? Hartmann¿s procedure did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? Yes what healthcare professional fired the device and what is his/her experience with the device? The colorectal fellow fired the device, very experienced with it. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? Yes, it would not remove what confirmation was received that the device completed the firing sequence? Green tick and audible crunch heard. Was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device 5 x ½ turns was there any difficulty removing the device? Yes, it would not remove. Was a complete transection of the white breakaway washer visually confirmed? Unsure were the donuts inspected? If so, please describe. Distal donut torn, incomplete were there two concentric circles of the washers? Unsure was the breaking sound of the washers heard during the firing of the device? Yes any photos of the device and the anvil? No were there any issues noted with staple formation? If so, please describe the shape and location. No issues noted does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The patient¿s condition and thick tissue may have contributed to the need for an ileostomy after reanastomosis.

Manufacturer narrative:
Pc-(B)(4) date sent: 4/29/2024 additional information was requested, and the following was obtained: 1. What was the patient outcome? -were there any changes to the post op care due to the reported event? Patient is still in hospital with a fistula unrelated to stapler 2. Has the patient shown any signs of developing a surgical site infection from the 45 minute surgical delay? -patient is still in hospital with a fistula unrelated to stapler. 3. Has the patient required any further medical intervention? - as above, patient is still in hospital but the surgeon stated his ongoing issues are not related to his prior surgery or stapler issues.

Manufacturer narrative:
(B)(4). Date sent 4/16/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hartman procedure and after stapling, the circular stapler anvil would not release from the patient. A 180 degree tear was noted from anastomotic lip. Resulting in disruption of staple line, re-anastomosis completed with second stapler after further mobilization. Formation of ileostomy completed as a result of tear. The surgery was delayed 45 minutes.